Manufacturer narrative:
Section d4 - primary unique device identification (UDI) number: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) , and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events, including other neurological events (not stroke-related) and death, that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management,¿ also lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away at a local emergency room due to brain herniation. A computed tomography was performed for diagnosis. The cause of the brain herniation was unknown and symptoms included unresponsiveness. The death was not considered to be device related as the device operated as expected. The pump was not explanted.